Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient complained her ipg pocket site is too low and was affecting the way the patient sat. Surgical intervention was undertaken on (B)(6) 2013 and the patient's ipg site was revised. The patient reported effective stimulation coverage post-operative.